Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Also received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
The customer's blood glucose was unknown. It was reported that the customer received button error alarms on the insulin pump. Nothing further reported.